Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump screen went blank while the customer changed pump supplies, became unresponsive and stopped all insulin delivery. Customer reported a blood glucose level of 198 (mg/dl). Customer reported that they will revert to insulin injections for alternate insulin therapy.